Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was reported the patient was implanted on (B)(6) 2014 and that on the day of report the stimulation started ¿driving them nuts¿ and it is ¿pulsing back and forth and up and down their leg¿. It was noted that the day of report was the first time the patient has turned stimulation on and ¿the manufacturer representative came and made sure it was working before I went home today¿. It was noted the patient wants to get their stimulation back to how it was before and not pulsing so much. It was reported the patient only has one main program. It was noted the patient was able to navigate the patient programmer and can see ¿its set at 1.25v¿ and then can switch over to 1 and 2 and then 3 and 4 are not in use and if they click one more to the right it shows the ¿gas gage at 2¿ (pulse rate). It was noted that ¿it was on a solid pulse before and they saw a 9 before but now its on a 2¿. It was further reported the patient ¿can¿t get this¿. It was noted the patient was implanted two days prior to report and they ¿can¿t get it to where they can change, likes it¿s pulsing right now¿ and they don¿t like it.